Event description:
It was reported that the left ventricular lead exhibited high lead impedance and loss of capture. The lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.